Event description:
Boston scientific received information that this device, which is included in the (B)(6) 2007 shortened replacement window advisory population, would be followed on a monthly basis because it was not known if the device was exhibiting normal battery depletion. A boston scientific technical services consultant (ts) discussed that a submission of the device's operations data for analysis would indicate whether the device battery's rate of depletion was normal. A boston scientific field representative reported a data disk would not be submitted. There was no report of adverse patient effects, and the device remains implanted and in service. This report will be updated if additional information is received.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.